Manufacturer narrative:
A steris service technician arrived at the facility and was informed that the plastic cover detached from the suspension component of the light and fell upon a sterile mayo stand holding instruments and supplies. The cover did not fall on the pt or within the incision site. The affected stand, instruments and supplies were immediately removed. The steris technician inspected the lighting system and observed evidence of impact damage. After speaking with the facility's biomed dept, the technician was informed the impact damage was the result of user negligence. The biomed stated that often times the light collides with other equipment located in the room causing the damage note. The technician replaced the broken elbow cover and evaluated all the other lighting systems at the user facility. The technician's inspection revealed that other lighting systems evidenced similar impact damage along with rusting. The biomed dept stated they had been cleaning the surgical lights with chemicals which were found to be causing the rusting of the surgical lights. The facility biomed they have since switched to using the correct cleaning products. The steris technician is working with the user facility in order to replace the covers on all of the lighting systems installed at the user facility. In addition, the steris technician advised the customer to use caution when operating the surgical lights to avoid any further impact damage. The lighting system was installed in july of 2010 and is not under steris warranty or service contract. The recommended interval for pm's is a minimum yearly basis and should be increased with light usage as needed.

Event description:
The user facility reported a plastic elbow cover detached from the suspension component of a steris harmony led585 surgical lighting system during a procedure. No injuries were reported. A procedural delay was reported as the hospital removed the items affected by the fallen cover.